Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. An investigation was performed for the reported complaint. The customer reported for missing low glucose alarms. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, it restricts the ability to identify potential causes of the customer's reported issue. Sensor 3mh010walfh has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth) connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi value (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint via email which reported an alarm issue was with the adc device in use with unknown phone with unknown operating system version. The customer experienced a signal loss and was unable to receive glucose alarms. The customer experienced a loss of consciousness, however, was able to self-treat (unspecified) and there was no third-party treatment reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint via email which reported an alarm issue was with the adc device in use with unknown phone with unknown operating system version. The customer experienced a signal loss and was unable to receive glucose alarms. The customer experienced a loss of consciousness, however, was able to self-treat (unspecified) and there was no third-party treatment reported. There was no report of death or permanent impairment associated with this event.